Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. It was reported that the patient using the device was under 12 years of age. The t:slim g4 user's guide states: the t:slim g4 system is indicated for use in individuals 12 years of age and greater. At the time of contact, no injury or medical intervention was reported.